Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor displayed a service code 203 (pulse test failure) and failed testing. Engineering investigation into the root cause is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Follow-up report #2: additional information device evaluation of monitor sn (B)(4) was completed. During troubleshooting the service code 203 was unable to be duplicated. The root cause for the service code could not be positively identified. The monitor was removed from service as a precaution. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor displayed a service code 203 (pulse test failure) and failed testing. Engineering investigation into the root cause is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.